Manufacturer narrative:
The device is available for evaluation, but it has not been received yet.

Event description:
The customer reported multiple issues regarding spinning spiros® closed male luer, red cap that occurred in both pharmacy and nursing. It was noted that spiros was leaking/breaking at the connector. This occurred during use on patient and it was used for an hour; however, no one was harmed as a result of the event. The medication used is unknown. This is report 4 of 5.

Manufacturer narrative:
Date returned to mfg: 6/22/2020. Contact office name. The used device was received for evaluation. Visual inspection was performed and when pressure was applied to the syringe plunger while in the unactivated position, a slow leak was identified in the area of the o-ring. Spiros was disconnected from the syringes for functional testing. The spiros was primed at gravity pressure and then pressure leak tested. The spiros was leak tested in the unactivated and activated positions with both a clave and a smartsite. A small leak in the area of the o-ring/poppet interface occurred in the activated and unactivated positions. The reported complaint of leakage was confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The lot review couldn't be performed since the lot number is unknown.